Event description:
It was reported that during a laparoscopic total gastrectomy procedure, air leaked a lot. The air leak started in about 45 minutes. While a forceps was being inserted, air did not leak. A hissing noise was heard. Besides, there was a pin hole in the valve. The size of the pin hole was less than 5mm. The abdominal pressure was 10mmhg and high flow. The doctor held the housings and the devices were used as-is to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.